Event description:
The customer reported that the blue jaw insulation melted during the procedure. Some of the melted material fell in to the patient's cavity. The material was retrieved. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.